Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to cubie failure. A field service engineer opened and released the cubies that had failed on the row board and removed foil across the pins to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had cubie failure. The customer reported that the cubies were not detected on the rowboard after they failed to open and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.